Event description:
It was reported that, during cori assisted ukr surgery, the pointer tip of the real intelligence point probe seems to be bent on the ball point tip. The pointer tip passes calibration set up stage with no issues but when morphing the femur it is completely off the park with setting up the 3d mesh morph. It seems to be bent on the ball point tip. Surgery, was resumed after a significant delay with a s+n back-up device. No injuries to the patient were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence point probe rob10017, lot 20fct0029, used during treatment, was returned for evaluation. The reported scenario that the ball point tip is bent can be visually confirmed. The most likely cause for the reported scenario is product mishandling. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.